Event description:
Adverse event(s): "10 minute delay" (no code available). Product problem(s): system messages received (device displays error message); "no footswitch function" (device inoperable). The nurse reported receiving multiple system messages and the footswitch not responding during a procedure. Both the system and the footswitch were switched out during surgery resulting in a 10 minute delay. No patient injury was reported.

Manufacturer narrative:
The company representative examined the system and could not duplicate the reported problem. The system was then tested and met all product specifications. (B) (4). (B) (4).